Event description:
Event description from initial reporter: lysonix cannula @ (B)(4) ly-gt-420 (kit # 001) being used by dr in patient's right breast when tip broke off. X-ray notified and hard copy obtained showing foreign body as reported by the radiologist. Dr explored right breast under fluoroscopy to remove foreign body. Foreign body removed in its entirety. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working". Patient recovered with no incident.

Manufacturer narrative:
Probe is used with lysonix 3000 ultrasonic lipoplasty device. Probe vibrates during use. Probe was manufactured in 2007. Probe in use since approximately that time, which is past expected life of product. Unusual incidence. Will trend for further occurrences.